Event description:
It was reported that the surgeon was putting in pedicle screws in a revision lumbar fusion and the event occurred while inserting a screw into an existing screw path where he had removed the existing screw. While inserting the screw, the hex tip of dhs expedium 5.5 si driver broke off in the screw head and the broken tip was countersunk into the hex hole of the expedium polyaxial screw. The surgeon took a piece of rod and locked it down in the screw and attempted to helicopter it out with a concomitant device rod stabilizer but the head wouldn't lock monoaxially and just spin around the shaft of the screw. He then took the rod and set screw off and tried to use the concomitant device one handed rod approximator and pulled the head of the screw clean off of the screw shaft. He was finally able to get the screw shaft out of the patient which was half way inserted into the pedicle after a good amount of time struggling using vice grips to grasp the screw shaft and twist it out. The difficulty resulted in a 75 - 90 minute delay. The following mfg. Medwatch reports are being filed for the dhs expedium 5.5 si driver and the expedium polyaxial screw that broke during the procedure: 1526439-2014-12025; 1526439-2014-12026.

Manufacturer narrative:
The modified dhs expedium driver was not returned for evaluation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trending analysis was conducted for the product code and make from device code. No immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. Without the return of the device we are unable to identify the root cause. No issues were identified in the manufacturing or release of the modified driver that could have contributed to the problem reported by the customer and a data review has been opened to further evaluate issues of this nature. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device retained by customer.